Event description:
It was reported to philips that the system shutdown unexpectedly and did not bootup. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system shutdown unexpectedly and did not bootup. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found the host can't boot. To resolve the issue, the fse reset all boards, reloaded the software and performed needed configuration. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.